Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that the lift is lowering faster than she can keep it pumped up.